Manufacturer narrative:
An event regarding intraop fracture involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation and results: material analysis is not performed as this is not related to material integrity. No damages observed on the device. Medical records received and evaluation: no patient medical records were available for review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported a primary surgery of knee which the femoral condyle broke during the surgery. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as pre and post operative x-rays, medical records, operative reports, full patient history as well as follow up notes are needed to complete the investigation for determining a root cause. Material analysis is not performed as this is not related to material integrity. No damages observed on the device. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a primary surgery of knee which the femoral condyle broke during the surgery. Surgeon put a notch in the femur (take away some of the bone) to make the implant fit. It did fit as it was being tapped and broke the lateral condyle. Surgeon reimplanted a stryker component in place and used a competitors screws.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a primary surgery of knee which the femoral condyle broke during the surgery. Surgeon put a notch in the femur (take away some of the bone) to make the implant fit. It did fit as it was being tapped and broke the lateral condyle. Surgeon reimplanted a stryker component in place and used a competitor's screws.